Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients spinal cord stimulation (scs) paddle lead had migrated causing inadequate stimulation to the right side. The patient underwent a scs replacement procedure wherein a magnetic resonance imaging (MRI) compatible device was implanted. The patient was doing well postoperatively. The explanted device components will not be returned as they were discarded per facility policy.